Manufacturer narrative:
The insulin pump passed rewind test, basic occlusion test and displacement test. The insulin pump was unable to prime during prime test due to faulty force sensor. The insulin pump was unable to test for alert silence alert or excessive no delivery alarm due to prime anomaly. No motor error noted. The motor passed motor test. The insulin pump had minor scratches on lcd window, scratched case and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer was hospitalized, however the hospitalization was not diabetes related. Customer reported that the motor on the insulin pump stopped on two different occasions. Customer stated that they were not doing anything at the time of the bolus. Customer mentioned that the insulin pump was exposed to an xray machine. Customer does use the sensor feature. No further information reported.